Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet, while the dexcom mobile application continued to display glucose readings, and the user restarted the pairing process after toggling bluetooth, restarting the device, and re-entering the pairing code. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included no impact on therapy or need for medical intervention. Investigation included guided troubleshooting to reinitiate pairing between the cgm and the ilet. Investigation of this case revealed a communication and pairing failure between the ilet and the dexcom g7, with the cgm sensor and transmitter otherwise functioning as evidenced by continued readings on the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue likely related to bluetooth communication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.